Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for embolization. It was noted that the patient's vessel tortuosity was normal. The access vessel was the right radial artery, with 2.34mm diameter. It was reported that two echelon 10 microcatheters were taken out of the package and the tip was found to be broken. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received. The cause of the broken tip was undetermined. There was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Supplemental 002 to manufacturer report # 9612501-2025-01896 was submitted in error and is not a late report. All information had previously been submitted in supplemental 001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the broken tip was undetermined. There was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361) as found condition: two echelon-10 micro catheters were returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. Visual inspection/damage location details: (first echelon-10) no damages were found with the echelon-10 hub. The distal ~1.4cm of the echelon-10 micro catheter body was found steam shaped (figure d). The micro catheter was found kinked proximally to the distal marker band (figure e). A break was also found at this location (figure f) with the break edges appearing jagged. The distal tip and distal marker band were found ovalized (figure g). (Second echelon-10) no damages were found with the echelon-10 hub. The distal ~2.1cm of the echelon-10 micro catheter body was found steam shaped (figure j). The catheter wall was found thinning proximally to the distal marker band (figure l). A small break was also found at this location (figure k) with the break edges appearing slightly jagged. The distal tip and distal marker band were found ovalized (figure k). Testing/analysis: (first echelon-10) the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.2cm and the usable length (to the proximal marker band) was measured to be ~144.4cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the damaged distal marker band. (Second echelon-10) the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.5cm and the usable length (to the proximal marker band) was measured to be ~144.6cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the damaged distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Customer reported finding the breaks on both micro catheters out of packaging; however, both devices exhibit evidence of steam shaping. Therefore, the condition of the devices out of packaging could not be determined. It is possible the breaks occurred during steam shaping. Possible causes of the break during shaping include, but not limited to, using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to allowing the echelon-10 catheter tip to cool. The catheter wall was found thinning, potentially due to the steam shaping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.